Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The outer shaft was stretched down starting 41.8cm from the strain relief and extending 104.2cm distally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulties were enountered. Vascular access was obtained via the radial artery. The target lesion was located in the renal artery. A 5f non-bsc sheath was inserted and the lesion was engaged with a 6f non-bsc guide catheter. A 6.0mmx18mmx150cm express sd stent was advanced but had difficulty advancing through the guide catheter. After the stent was successfully deployed into the renal artery, the balloon that the stent was mounted on was difficult to remove from a non-bsc guide catheter; however, it was successfully removed after much force was applied. The procedure was completed with no patient complications reported.

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the renal artery. A 5f non-bsc sheath was inserted and the lesion was engaged with a 6f non-bsc guide catheter. A 6.0mm x 18mm x 150cm express sd stent was advanced but had difficulty advancing through the guide catheter. After the stent was successfully deployed into the renal artery, the balloon that the stent was mounted on was difficult to remove from a non-bsc guide catheter; however, it was successfully removed after much force was applied. The procedure was completed with no patient complications reported.